Event description:
Information was received indicating that during use of this smiths medical cadd legacy 1 pump, the pump exhibited. No disposable alarm". It was reported that patient experience redness, flushing, fatigue, and decreased oxygen saturation. No additional adverse effects reported.